Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee revision surgery, the blade broke at the mount. It was also reported that the blade came into contact with a metal implant. It was further reported that the piece of the broken blade was successfully removed from the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.